Event description:
Customer reportedly received result in the 30s (mg/dl) on the aviva system and result in the 80s (mg/dl) on the advantage system using comfort curve test strips within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the advantage system (lot number 551195, expiration date 04/30/2011). (B)(6).